Event description:
It was reported per call report from the rn to the clinical support specialist (css) @ 1255 est to troubleshoot he loss 2 alarms. The intra-aortic balloon pump (iabp) was in autopilot mode and switching triggers between afib, pattern and peak; augmentation (aug) was very poor. The rn felt the pump had been doing as much as possible given the pt situation prior to alarms. The rn stated that for the last ten minutes, every two to three minutes, the pump had alarmed he loss. There was no blood in the gas line and all connections appeared to be intact. The css stated while on the phone with the rn, the alarm occurred again. The css asked the rn, to fax the strip that just printed. While waiting for the strip, it was confirmed no blood was in the catheter. The likelihood of kinking at the insertion site and pt positioning was discussed (the pt was currently on his left side). The css suggested they return the pt to a flat position and hyperextend the hip. The css walked the rn through decreasing the volume in the intra-aortic balloon (iab) to 45 cc and explained why this can help. The css called back after receiving the strip (five minutes). One of the doctors had come in and decreased the volume to 37 cc (css had already discussed not decreasing below one third of the full volume). The pump continued to alarm now more frequently. The css explained to the rn that a leak test should be performed to determine if the problem was catheter related. The css walked the rn through the leak test, first clamping at the distal side of the quick connect. The test failed with a drop in baseline and possible he loss alarm displayed almost immediately. The test was repeated at the proximal side of the quick connect with the same result. The pump was then leak tested and failed. The test was repeated and failed immediately. While on the phone, the css walked the rn through switching out the pump. After switching the pump, no he loss alarms occurred. The css and rn discussed that they should still keep the insertion area as straight as possible due to the likely angle of insertion. It was also explained that given the alarms earlier, they must frequently check the tubing for blood and why. After 10 minutes, the pump continued to pump with 50 cc without any alarms. The css asked the rn to send the pump to biomed with a note stating failed leak test. The css gave the direct number and asked that they call immediately if the alarm reoccurs. The css received no other calls. At 1400 the css called back and verified no more he loss alarms and no blood present. The iab was inserted through the sheath via femoral. No medical/surgical intervention was needed. No delay or interruption in therapy noted. There was no report of pt death or injury. The pt outcome is the pt currently on pump with no complications.

Manufacturer narrative:
Device will not be returned for eval.